Event description:
It was reported that during use the cs300 cardiosave intra-aortic balloon pump (iabp) experienced a balloon rupture while using a trp4046 catheter. The procedure was completed successfully with a replacement balloon, and there was no patient harm or injury reported.

Manufacturer narrative:
Due to character limit: e1 (event site address) - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, b5, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that a check for blood draw in was performed. Since the event occurred before automatic filling began no blood had been drawn into the device. Per the fse no repair work was required.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) experienced a balloon rupture while using a trp4046 catheter. The procedure was completed successfully with a replacement balloon, and there was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code and type of investigation).

Event description:
N/a.